Event description:
A customer reported a malfunction with their pump after it got wet when they fell into water at work. There was no adverse impact to the customer's blood glucose level. The pump could not be reset by the customer despite several attempts, so technical support arranged to send a replacement pump with updated software. The customer was advised on using backup therapy and the necessary steps to take upon receiving the new pump. Additionally, instructions were provided for returning the malfunctioning pump to tandem.